Event description:
It was reported that t:slim x2 pump battery did not appear to charge. There was no reported impact to the customer¿s blood glucose level. Customer used tandem charging cable and wall adapter, confirmed outlet was working, and technical support arranged shipment of replacement charging cable and wall adapter with plan for customer to call back if problem persisted.